Event description:
It was reported that deployment of the stent, it appeared to be only 60 mm long. The stent was measured under x-ray. The operator suspects that the wrong stent was mounted on the delivery system, as he followed the IFU during deployment, without dragging and compressing. As the patient suffered no negative effects, it was decided, that no additional stent would be placed as an extension. Additional information: sales rep. Was informed that a second stent had to be placed overlapping with the first stent. As the picture documentation was insufficient so far, the patient was x-rayed in conventional method with a ruler affixed. This x-ray showed the first stent in the area 11 to 17 cm, which covers a length of only 6 cm.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation as it remains implanted. Based on the information received, the results are inconclusive and the root cause of the event is unknown.